Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had low blood glucose levels of 42 mg/dl and was unresponsive. The paramedics were called. When they arrived they treated the patient with food and glucose tablets. The patient refused further treatment at the hospital. The pod was discarded.